Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly the original complaint was unable to be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination or physical damage found. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.